Manufacturer narrative:
Concomitant medical products: product ID 09100-60, lot# yy0047254k, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #:(B)(4), ubd: 14-aug-2023, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced worsening pain. The entire system was explanted and not replaced. Etiology was possibly related to the device or therapy, further stated the cause was unknown. The outcome was resolved.